Event description:
The technician reported the brakes are not holding while in brake mode. The bed was located in the hallway at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the brake pads were worn down from normal wear and tear. Left per the hill-rom service manual, the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake mode. Test the steer mode to determine if the foot end casters lock in the steer mode. Check the tires for cuts, wear, tread life, etc. The tech adjusted the brake casters to resolve the issue. Based on this info, no further action is required.